Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.